Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission was reviewed. The implantable cardioverter defibrillator (ICD) detected a rhythm as fast ventricular tachycardia; however, the rhythm was suspected to be an atrial arrhythmia with possible rapid ventricular response. Additionally, far field r-wave oversensing and occasional undersensing was noted on the right atrial (ra) lead. The ICD and ra lead remain in use. No patient complications have been reported as a result of this event.